Event description:
It was reported that the pt developed an inflammatory membrane on the anterior surface of the intraocular lens several weeks after bilateral implantation of the mi60 lens. This report refers to the pt's left eye. A yag of the anterior membrane was performed and the pt was given antibiotics, nsaids, and steroid drops. Pt's visual acuity improved to 20/30 (uncorrected). Please reference MDR#: 1119279-2012-00256 for the right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.